Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and their insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 161 mg/dl. Customer did not receive a low battery alert prior to the replace battery now alarm. New battery did not resolve the issue. Advised to monitor the pump. Customer states she will continue to use pump until a backup plan is in place by her physician. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms noted during testing. Device functioning properly.